Event description:
It was reported that impedances were showing >40,000 ohms. The lead connection check indicated a possible connection issue. An x-ray and further troubleshooting were going to be performed. It was unknown what the impedances were prior to change out. Additional information received reported that the connection was revised. The implantable neurostimulator and the extension were disconnected and then reconnected. It was felt that the lead was not in fully until after the revision. Intraoperative impedance tests showed normal range with no issues. Following the revision, the patient went home and was doing great with therapy benefit restored.

Manufacturer narrative:
(B) (4).